Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing weakness in the legs. The physician did not suspect that the stimulator caused the patient's legs to become weak. The patient underwent an explant procedure. No device malfunction was suspected.